Event description:
It was reported that an ongoing minimum fill notification intermittently occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 450 mg/dl.